Manufacturer narrative:
Device was received with minor scratches on the lcd window. Device passed the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a scratches on the screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer states they can not read the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.